Event description:
It was reported a spectrum pump had system error 105. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The reported system error 105 was reproduced and confirmed through evaluation. This condition was caused by a seized motor. The motor assembly was replaced.